Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the buffer pump. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a buffer pump malfunction or if the part stops working; the resulting failure modes described could occur: dripping from the probe and reagents to remain to the slides. Failure mode in all scenarios has the potential to cause inconsistent staining.

Event description:
Customer complaint record reported the event as follows: reagent handling issue no direct or indirect patient harm or user harm have been reported.